Manufacturer narrative:
The reported event of noise was confirmed, but the event of externalized conductors was not confirmed. A full lead was returned in two portions for analysis. Electrical testing, visual and x-ray inspection were normal with no anomalies found. Further analysis noted a breach of the inner insulation at the suture tie impression at 49.5cm from the distal tip. The cause of the reported event was isolated to suture sleeve tie down forces.

Event description:
Related manufacturer reference numbers: 2017865-2023-51517. It was reported that the patient presented n clinic for right ventricular (rv) lead revision. It was noted that the pacemaker and rv lead exhibited noise over-sensing. During procedure, it was observed that the rv lead further exhibited externalized conductor. The pacemaker and the rv lead were explanted and replaced. Patient condition was stable.